Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had motor error. The customer reported that they were able to clear the alarm and rewind d insulin pump. The customer stated that the drive support cap appeared to be normal. The device will be returned for analysis.